Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that following the procedure the patient experienced dyspareunia, cystocele and recurrence of stress urinary incontinence, and uterine prolapse. No additional information was provided.